Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system issued an insulin occlusion alert during a mealtime announcement, with blood glucose at 240 mg/dl, no air observed in tubing, and no patient symptoms; guided troubleshooting included disconnecting the tubing and using the fill tubing function without reproducing the alert, and the caregiver planned a full supply change for the contact detach steel infusion set and cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the event reflected a lack of effect until the supply change, with insufficient information regarding a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.